Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, the identity and definitive root cause of the foreign object could not be determined. There were no deviations from the reprocessing procedure. The instruction manual operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.